Event description:
It was reported that the patients skin is getting thinner and was worried about the ipg eventually coming through the surface of the skin. No skin breakage was noted. The patient underwent a full system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 15500240/15119736.